Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display was damaged. The user reported the pump was able to be controlled via the touch panel computer screen, so the device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.